Event description:
The customer reported, she did not receive a lancing device with her meter; therefore, she was unable to test her blood glucose level. In addition, she reported experiencing shakiness, headaches, seizures, and a loss of consciousness. The customer saw her physician, and the customer indicated she got a shot of neurontin. There was no diagnosis noted. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's meter was returned, and the complaint is not confirmed. However, adc could not confirm if the lancing device was not in the package.